Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during the implant procedure, when closing the pockets oversensing of a premature ventricular contraction (pvc) on the right ventricular (rv) channel that lead to pacing inhibition with less than two seconds of asystole was observed. Closure of the pocket was stopped and the device was removed from the pocket and the lead was removed from the header. The physician then experienced difficutly re-inserting the lead into the device. Thus a new rv lead was implanted. However the oversensing of noise worsened. Several attempts were made at re-inserting the lead without any change. Subsequently a new device was implanted and no other issues were observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and header of the device noted body fluid contamination in the rv lead barrel and under and around the rv distal seal plug. All set screws functioned normally. A hole was noted in the distal rv seal plug. Analysis of the device memory confirms that therapy was available and the device was functioning normally at the time of explant. Analysis confirmed that the damage to the seal plug was induced; however, it cannot be determined when the hole was induced. The hole in the rv seal plug may have contributed to the allegation from the field; however, this cannot be confirmed. The lead insertion difficulties noted in the field were not reproduced during testing and detailed analysis. All measurements of the rv lead barrel were found to be within device specification.